Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947m55 lead implanted: (B)(6) 2014. A 5076-52 lead, implanted (B)(6) 2004. (B)(4).

Event description:
The patient reported feeling a little ¿quirk¿ or ¿shock¿ under their left bottom rib since the left ventricular (lv) lead was implanted. Follow up was conducted to reveal the patient was experiencing diaphragmatic stimulation. Threshold measurements on the lv lead had also risen steadily into a high range since implant. The lead was reprogrammed to decrease the episodes and remains in use although the patient again expressed concern after the adjustments were made. The patient continues to be monitored remotely. No patient complications have been reported as a result of this event.